Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient undergoing an MRI of the breasts sustained a 3-4 cm burn to the left side of her abdomen. The patient was positioned probe, feet first, with their arms/hand placed above their head. The patient was padded to isolate contact of their arms to the side of the magnet and padded between their legs. The patient was reported to not have any skin to skin contact and was not in contact with any cable or conductive material during the scan. The burn sustained by the patient was described to be red with a central black area that later developed ulceration. The patient was reported to have been treated at the customer's site with the application of silverex ointment.